Event description:
A patient reported experiencing inaccurate high results with a ot ultra meter. The patient's blood glucose was 218 mg/dl and 157 mg/dl within 10 minutes, with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.